Event description:
Medtronic received info that this transcatheter pulmonary valved conduit, implanted 2 years, has three stent fractures with no loss of stent integrity.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified and would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.